Manufacturer narrative:
Investigation revealed that there was no device malfunction, and the concentrator was functioning as intended. Inogen's investigation of the device is complete. Inogen is still pending medical records for the patient and will file a supplemental report, if necessary, when investigation the information is retrieved.

Event description:
It was reported the patient experienced low oxygen. In turn, the patient died (B)(6) 2022.